Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of an implantable pulse generator (ipg) there was an issue with the setscrew during lead connection. The device was removed and replaced. No patient complications have been reported as a result of this event.